Manufacturer narrative:
The catalog code provided (466fxxxx), represents an unknown optease filter. The catalog and lot numbers for the actual product used in the procedure are unknown. Please note that the event date is unknown. Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of an optease filter on (B)(6) 2015 in the state of (B)(6). The device subsequently suffered a malfunction in its anchoring system resulting in severe tilt, embedment, perforation and inability to remove. The plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, loss of enjoyment of life, and other losses. The product was not returned as the device remains implanted in the patient. A DHR review could not be conducted as a lot number was not provided. Without procedural films for review, the filter tilt and vessel injuries reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injuries could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Additionally, the timing and mechanism of the filter tilt is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of an opteasetm filter on (B)(6) 2015 in the state of (B)(6). The device subsequently suffered a malfunction in its anchoring system resulting in severe tilt, embedment, perforation and inability to remove. Plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, loss of enjoyment of life, and other losses.